Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the mid face, cheeks and chin with two syringes of juvéderm vollure¿ xc. The patient experienced ¿noodles, edema, erythema, and discomfort¿ approximately 2.5 years later at the injection sites. The patient was treated with hyaluronidase, antibiotics, and steroids. The symptoms are ongoing but improving.